Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and the array has 2 holes on it, in the face facing the handle, the sheath is crumpled. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that after a novasure procedure on (B)(6) 2025, the physician observed that the distal sheath of the array was wrinkled. No patient injury reported and the procedure was completed successfully. No patient injury reported.